Event description:
It was reported this jugular filter was erroneously deployed via a femoral approach, which resulted in the filter being placed upside down. Another jugular filter was then successfully placed via a jugular approach. The pt's condition is good. This device remains implanted. Therefore no failure analysis will be available. F/u indicated this jugular filter was placed via a femoral approach, which co believes caused this event. Therefore, co does not attribute this event to the device. Directions for use: "the jugular and femoral introducer catheters differ in the orientation of the pre-loaded titanium greenfield vena cava filter (figure 1). Never use the jugular introducer catheter for femoral vein insertion or vice versa, as this will result in improper titanium greenfield vena cava filter orientation in the inferior vena cava.